Event description:
It has been reported to co that during the procedure the physician was unable to advance the catheter through this device. The device was removed and replaced. There is not report of pt injury. The device is being returned for co analysis.